Event description:
It was reported that during a vats procedure, the device released misformed staples, no further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt. One device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.